Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Found that the motor error alarm has occurred more than once in 30 days. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. The motor was tested outside of the device, and it passed the motor test.